Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the loss of therapy that led to botox injections was unknown. The last office visit from the patient was in (B)(6) 2020. It was unknown what effect the botox procedure had on the lead, it was unknown if the injured wire was confirmed to be caused by the botox procedure and it was unknown if any actions/interventions were taken to resolve the issue or if it was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Concomitant medical products: product ID: 3889-28, lot#: va13tsj, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 29-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy and didn¿t get the signal that they had to go to the bathroom. The patient was going to have botox injections and the woman they were working with ¿damaged them so badly.¿ the patient stated that their pelvic bone was out of position and the woman put her thumb on the patient¿s clitoris, fingers in vagina, and lifted them down on the table. The patient stated it was so painful they couldn¿t stand it and they thought they injured the wire on the stimulation. The patient stated the stimulator was turning upside-down because they could feel it. The patient now had all kinds of issues passing their bowels and they had black bloody bowel movements since last week. The patient noted seeing another healthcare provider for bowel issues on thursday and they had a colonoscopy scheduled and possibly some kind of surgery. The patient reported they would be taking an ambulance to the hospital the day of the call to deal with all of the issues. It was noted their stimulation was on at1.20 but they couldn¿t adjust due to lack of external equipment. The caller was redirected to their healthcare provider to address their symptoms. An email was sent to the field and a representative replied that they would call the patient. No further complications were reported.